Event description:
The facility reported that the pt was on the bath seat and had been raised up and over the bath. When attempting to lower the chair using the handset control, the seat did not lower. The caregiver continued to use the handset. The chair then dropped into the bath. No injuries were reported. (B)(4).

Manufacturer narrative:
The device was examined by a huntleigh investigator and it was found in generally good condition. The chair hoist ram was shuddering while lifting, indicating air in the sys. A new ram upgrade was done and it appeared that the upgrade was fine, but the pump unit was drawing air into the system. It is possible the chair was being held up by a cushion of air. When the air escaped (possibly by movement of the pt), the chair dropped. While on site, the service engineer performing the ram upgrade bled the system of air and the unit operated correctly. This indicates air is being drawn into the sys by the pump unit. The pump was replaced and the unit was load tested. All tests were successful. Based on the info provided, the MFR has determined the cause of this event was most likely a faulty pump that allowed air to get into the hydraulic sys. This would make it possible for the inner ram and outer ram to separate since the air inside the sys will expand, leaving the inner ram hanging in the air as long a the internal resistance between the inner and outer ram is sufficient. The MFR recommends replacement of the faulty hydraulic ram (already done).